Manufacturer narrative:
Part number updated in follow-up. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: unavailable. .  A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Notified thru legal: this firm is currently investigating the defective depuy-acromed ((B)(4)depuy synthes) spinal system (the "system") which was installed on the vertebrae of patient. The system, which was installed to aid in the fusion of the l-3 to s-1 vertebrae of mr. (B)(6) failed earlier this year when one of the metal rods, in the words of mr. (B)(6)'s orthopedic surgeon, "snapped completely in half between the l-3 and l-4 screws on the left side." In multiple surgeries on (B)(6) 2015, the system was removed from the spine of patient.